Event description:
It was reported that a malfunction occurred with the code malf 12, accompanied by a fault ID of 12-0x2071. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappeared.